Manufacturer narrative:
Device serial number requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the site was concerned that the patient might of had an issue with one of their power leads. The patient's system controller had been intermittently alarming low battery and replace power. The alarms became more frequent throughout the day and the alarms occurred with on battery power and connected to the mobile power unit. The log files captured low power advisory and power cable disconnects while on battery power which were occurring on the black lead. The device was interrogated and different power sources were tried to troubleshoot the alarms. The controller was exchanged, but the patient started alarming again. The modular cable was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage advisory alarm was confirmed via the log file review. The log file spanned approximately 8 hours (15aug2022 from 07:55 to 15:56 per the timestamp). Atypical power cable disconnect alarms intermittently activated throughout the log file due to invalid rsoc fault on the black power cable not associated with a power source exchange. Atypical low voltage advisory alarms intermittently activated throughout the log file due to fluctuating rsoc and/or bus voltage on the black power cable. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The mod cable was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. Per provided IFU, the cable contains a duplicate sets of three conductors: one for power, one for ground, and a third for communication. The wires power to the pump while also providing communication between the controller and the pump. Furthermore, the power cable disconnect and low voltage advisory alarm means that the controller is not receiving inadequate power from external power source (i.g. Power module, mobile power unit, or 14v battery). Therefore, the modular cable is not relevant to the alarms. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.